Manufacturer narrative:
Per the field svc rep (fsr), during his repair/troubleshooting, he found an output line from the epgs was kinked. The fsr replaced the o2 sensor as a precaution. With the o2 sensor replaced and tested, the unit operated to MFR specifications and was returned to clinical use. The fsr returned the suspect o2 sensor to the MFR for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas sys (epgs) failed oxygen (o2) calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.